Manufacturer narrative:
Product event summary: at incoming inspection it was noted that the attachment ring was bent, both output connectors were slightly corroded, it failed its incoming test on heart wire resistance because the heart wire connector needed to be cleaned, the upper case was broken and both bail covers were cracked. Approval from the customer for the repairs is currently being sought and once repaired the device will be tested on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for its annual preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.